Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise was observed. The noise was reproducible by manipulating the pocket. The pt elected to turn off the ICD and the lead will remain implanted until a system explant can be scheduled.